Event description:
The malfunction occurred, before any procedure was started for the day.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. Based on the results of the investigation, 'error code e315' was not reproduced. The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii video system center displayed communication error code e315. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.